Manufacturer narrative:
(B)(4). Previous investigations have determined that the cause is too little glue applied during the manufacturing process. (B)(4).

Event description:
On (B)(6) 2012, (B)(6), reported that the venous bubble trap (vbt) in the bo-hqv1519 mecc set (article number: 70104.9692, serial number: unknown) "always breaks the upper connection". (B)(4).